Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging elevated blood glucose levels to 31 mmol/l with air bubbles in the cartridge. The cartridge filling technique was reviewed with the reporter and found that the reporter was using refrigerated insulin to fill the cartridge and was not correctly pressurizing the insulin cartridge prior to drawing insulin into the cartridge; the reporter indicated also injecting the insulin back into the vial 3 times attempting to remove air bubbles. This report is made based on the allegation that the reporter experienced hyperglycemia associated with incorrect cartridge filling technique.